Event description:
It was reported that a cutting balloon blade was lifted. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery. A 5.00mm/2.0cm /90cm peripheral cutting balloon¿ was selected and advanced to treat the lesion. During 1st inflation, the balloon did not fully inflate and it was noted that the balloon ruptured at 6 atmospheres after 30 seconds of inflation. The physician tried to remove the device from the patient but strong resistance was encountered inside the sheath so physician pulled the device with force, it was then noted that the proximal side of the sheath got cracked and blood squirted from the sheath. When the physician checked the device, it was noted that the blade lifted. It was further reported that no detachment of blade occurred. The sheath was exchanged with unspecified sheath and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device found that the returned balloon had evidence of being inflated and blood was identified within the balloon and inflation lumen. Blood within the balloon or inflation lumen is evidence of a device leak. A microscopic examination identified that approximately 12 mm of the proximal end of a blade was lifted from the balloon; however, no section was detached. The blade pad was intact. A microscopic examination observed no damage to the additional blades. These blades were present and fully bonded to the balloon surface. During analysis, the lifted section of blade detached from the device. No damage was noted to the tip of the device. No kinks or damage were noticed along the shaft of the device. The device was attached to an encore inflation/deflation device. The balloon was unable to be completely deflated prior to insertion through the introducer sheath as solidified blood was present in the balloon. The device was soaked in a waterbath at 37 degrees to help soften the solidified blood however subsequent deflation attempts were unsuccessful due to the level of blood in the catheter. The device was able to be inserted through a 7fr introducer sheath; however, the balloon was unable to be inflated to its rated burst pressure due to the solidified blood in the balloon. The device was removed through the 7fr introducer sheath without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a cutting balloon blade was lifted. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery. A 5.00mm/2.0cm /90cm peripheral cutting balloon¿ was selected and advanced to treat the lesion. During 1st inflation, the balloon did not fully inflate and it was noted that the balloon ruptured at 6 atmospheres after 30 seconds of inflation. The physician tried to remove the device from the patient but strong resistance was encountered inside the sheath so physician pulled the device with force, it was then noted that the proximal side of the sheath got cracked and blood squirted from the sheath. When the physician checked the device, it was noted that the blade lifted. It was further reported that no detachment of blade occurred. The sheath was exchanged with unspecified sheath and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).